Manufacturer narrative:
(B)(4): eval, results: (balloon burst), (moderately calcified, mildly tortuous lesion). Eval codes, conclusion: (moderately calcified, mildly tortuous lesion). Eval summary: the device was returned. Visual inspection confirmed a large longitudinal cut as a result of the burst reported by the physician. No part of the balloon has detached.

Event description:
An attempt was made to use a pacific xtreme pta balloon catheter to treat a moderately calcified lesion in a mildly tortuous superficial femoral artery with 90% stenosis. The balloon ruptured after being inflated 14 times. There was no health hazard caused to the pt. The pci procedure was finished after the balloon rupture. No further info was provided.